Event description:
Customer reported that because she did not know how to calibrate her precision xtra blood glucose meter, she did not check her blood glucose, and subsequently, experienced a loss of consciousness. Paramedics were called and transported customer to a local healthcare facility where she was diagnosed with hypoglycemia. Customer was unable to provide information regarding what treatment she received. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being sent as a final, as event involved a training issue/user error. Therefore, no device investigation will be conducted. Customer service educated customer regarding how to calibrate her meter and arranged to replace her product.